Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's lead had high impedances. As a result, the patient underwent surgical intervention on (B)(6) 2024 to have their lead replaced to address the issue.